Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: we have heard that the patient is stable at the moment. Impact code: 4624 - surgical intervention: ECMO was used due to massive blood flow into the bronchus and lungs due to hematemesis. Medical device problem: 3191 - appropriate term/code not available: reported as endleak (type1b) / hematemesis. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4114 - device not returned: device remains implanted. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4111 - communication / interview: additional information about the event was received on 12 dec 23 which confirmed. When the thoraflex was implanted, the type 1b endoleak was observed and the c-tag stent graft (gore) was implanted inside the thoraflex to treat the endoleak. Therefore, the endoleak was eventually resolved with the ctag. One possible factor is that the collar of the thoraflex entered too far into the descending aorta side and was pulled and anastomosed. The patient is stable at the moment. As for the type 1b endoleak, it is possible that the device and the procedure are related. 4110 - trend analysis: a 5-year review of similar complaints (endo leak type 1) gave an occurrence rate of (B)(4) (complaints v sales). No negative trend in the number of complaints received has been identified. Investigation findings: 213 - no device problem found: confirmation from site confirmed that this was procedure related and not device related. Investigation conclusion: 4310 - cause traced to a non-device related factor: confirmation from site confirmed that this was procedure related and not device related.

Event description:
Endoleak (type1b) / hematemesis: the thoraflex hybrid was used as an additional osg for an enlarged aneurysm due to endoleak after the implantation of a zenith alpha (34/30 x 160mm, cook medical). After implantation of the thoraflex hybrid, regurgitation bleeding occurred from the peripheral side to the collar section. Even after anastomosis of the collar, there was bleeding from a part of the anastomosis. During hemostasis of the bleeding point, more blood than expected flowed to the cardiopulmonary side, and bleeding was confirmed. Although no high-volume bleeding point was observed in the surgical field, bleeding into the intubation tube was confirmed (hematemesis). Due to the bleeding and hematemesis after device placement, the cause was begun to seek, and the type 1b endoleak was found to have occurred from the peripheral portion of the device. It was believed that when the collar was anastomosed, the greater curvature of the stent graft was located more centrally, so the stent graft was pulled peripherally during anastomosis, causing the greater curvature side to follow the lesser curvature, resulting in a lack of the sealing between the stent graft and the zenith alpha and the type 1b endoleak may have occurred. The hematemesis was thought to be caused by pressure on the leak point during retrograde blood supply by extracorporeal circulation, causing a rupture of the aneurysm, creating a route with the bronchus, and allowing blood to flow into the bronchus. A tag (31 x 150 mm, gore) was implanted for the peripheral endoleak. Patient outcome: endoleak resolved. Operation type: osg implantation. Ancillary device: tag (31 x 150mm, gore). Blood loss: amount unknown. Additional information: available. Possible related to device failure / deficiency, procedure, pre-existing condition. This report is being submitted to provide initial/final complaint closure information for manufactuiring comp no 9612515-2023-00035 (B)(4).

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: we have heard that the patient is stable at the moment. Impact code: 4624 - surgical intervention: ECMO was used due to massive blood flow into the bronchus and lungs due to hematemesis. Medical device problem: 3191 - appropriate term/code not available: reported as endleak (type1b) / hematemesis. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4114 - device not returned: device remains implanted. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4111 - communication / interview: additional information about the event was received on 12 dec 2023 which confirmed. When the thoraflex was implanted, the type 1b endoleak was observed and the c-tag stent graft (gore) was implanted inside the thoraflex to treat the endoleak. Therefore, the endoleak was eventually resolved with the ctag. One possible factor is that the collar of the thoraflex entered too far into the descending aorta side and was pulled and anastomosed. The patient is stable at the moment. As for the type 1b endoleak, it is possible that the device and the procedure are related. 4110 - trend analysis: a 5-year review of similar complaints (endo leak type 1) gave an occurrence rate of (B)(4) (complaints v sales). No negative trend in the number of complaints received has been identified.

Event description:
Endoleak (type1b) / hematemesis: the thoraflex hybrid was used as an additional osg for an enlarged aneurysm due to endoleak after the implantation of a zenith alpha (34/30 x 160mm, cook medical). After implantation of the thoraflex hybrid, regurgitation bleeding occurred from the peripheral side to the collar section. Even after anastomosis of the collar, there was bleeding from a part of the anastomosis. During hemostasis of the bleeding point, more blood than expected flowed to the cardiopulmonary side, and bleeding was confirmed. Although no high-volume bleeding point was observed in the surgical field, bleeding into the intubation tube was confirmed (hematemesis). Due to the bleeding and hematemesis after device placement, the cause was begun to seek, and the type 1b endoleak was found to have occurred from the peripheral portion of the device. It was believed that when the collar was anastomosed, the greater curvature of the stent graft was located more centrally, so the stent graft was pulled peripherally during anastomosis, causing the greater curvature side to follow the lesser curvature, resulting in a lack of the sealing between the stent graft and the zenith alpha and the type 1b endoleak may have occurred. The hematemesis was thought to be caused by pressure on the leak point during retrograde blood supply by extracorporeal circulation, causing a rupture of the aneurysm, creating a route with the bronchus, and allowing blood to flow into the bronchus. A tag (31 x 150 mm, gore) was implanted for the peripheral endoleak. Patient outcome: endoleak resolved. Operation type: osg implantation ancillary device: tag (31 x 150mm, gore) blood loss: amount unknown additional information: available possible related to device failure / deficiency, procedure, pre-existing condition.

Event description:
Endoleak (type1b) / hematemesis: the thoraflex hybrid was used as an additional osg for an enlarged aneurysm due to endoleak after the implantation of a zenith alpha (34/30 x 160mm, cook medical). After implantation of the thoraflex hybrid, regurgitation bleeding occurred from the peripheral side to the collar section. Even after anastomosis of the collar, there was bleeding from a part of the anastomosis. During hemostasis of the bleeding point, more blood than expected flowed to the cardiopulmonary side, and bleeding was confirmed. Although no high-volume bleeding point was observed in the surgical field, bleeding into the intubation tube was confirmed (hematemesis). Due to the bleeding and hematemesis after device placement, the cause was begun to seek, and the type 1b endoleak was found to have occurred from the peripheral portion of the device. It was believed that when the collar was anastomosed, the greater curvature of the stent graft was located more centrally, so the stent graft was pulled peripherally during anastomosis, causing the greater curvature side to follow the lesser curvature, resulting in a lack of the sealing between the stent graft and the zenith alpha and the type 1b endoleak may have occurred. The hematemesis was thought to be caused by pressure on the leak point during retrograde blood supply by extracorporeal circulation, causing a rupture of the aneurysm, creating a route with the bronchus, and allowing blood to flow into the bronchus. A tag (31 x 150 mm, gore) was implanted for the peripheral endoleak. Patient outcome: endoleak resolved. Operation type: osg implantation, ancillary device: tag (31 x 150mm, gore), blood loss: amount unknown. Additional information: available. Possible related to device failure / deficiency, procedure, pre-existing condition. This report is being submitted to provide final rev 2 complaint closure information for manufactuiring comp no 9612515-2023-00035 (B)(4).

Manufacturer narrative:
Clinical code: 4581 - appropriate clinical signs, symptoms, conditions term / code not available: the patient developed emphysema and died. The doctor stated that this was a complication caused by the procedure, not an event caused by the device. Impact code: 4624 - surgical intervention: ECMO was used due to massive blood flow into the bronchus and lungs due to hematemesis. Medical device problem: 3191 - appropriate term/code not available: reported as endleak (type1b) / hematemesis. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4114 - device not returned: device remains implanted. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4111 - communication / interview: additional information about the event was received on 12 dec 23 which confirmed. When the thoraflex was implanted, the type 1b endoleak was observed and the c-tag stent graft (gore) was implanted inside the thoraflex to treat the endoleak. Therefore, the endoleak was eventually resolved with the ctag. One possible factor is that the collar of the thoraflex entered too far into the descending aorta side and was pulled and anastomosed. The patient is stable at the moment. As for the type 1b endoleak, it is possible that the device and the procedure are related. 4110 - trend analysis: a 5-year review of similar complaints (endo leak type 1) gave an occurrence rate of 0.068% (complaints v sales). No negative trend in the number of complaints received has been identified. Investigation findings: 213 - no device problem found: confirmation from site confirmed that this was procedure related and not device related. Investigation conclusion: 4310 - cause traced to a non-device related factor: confirmation from site confirmed that this was procedure related and not device related.